Event description:
During colonoscopy for polyp removal, cautery did not activate and polyp was removed without cautery. Immediate bleeding controlled with snare and second cautery. Admitted for observation for monitoring of potential bleeding. Re-colonoscope 11/16/99 + epi & cauterization for minimal bleeding at site.